Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected battery low alarm. Blood glucose value was 500 mg/dl at the time of the incident. The customer declined to troubleshoot for the high blood glucose reading. Troubleshooting was performed for the customer's battery anomaly and it was concluded that the insulin pump is performing as designed. Nothing will be replaced or returned.